Event description:
It was reported that the implantable cardioverter defibrillator exhibited far r oversensing resulting in inappropriate automatic mode switch. Programming changes were recommended, but no changes or intervention was performed. There were no patient consequences.

Event description:
New information indicates that programming changes were performed to resolve the issue. There were no patient consequences.